Event description:
In 2009, the lay user/patient's mother contacted lifescan (lfs) alleging that results from the patient's one touch ultralink meter were not transferring over to the patient's medtronic's insulin pump. The complaint was classified based on the conversation the customer care advocate (cca) had with the reporter, since the medical surveillance specialist was unable to reach the reporter by phone. The patient's mother reported that she first became aware of the issue approximately 2 weeks prior to contacting lfs, but had been happening for an unspecified amount of time prior to her awareness. The reporter stated that in the past two weeks, she noted that on 14 separate occasions, the patient obtained a result with the subject meter; however, the result did not transfer over to the patient's insulin pump. As a result of the issue, the reporter indicated that the patient did not receive the proper amount of insulin (correction bolus). The patient's mother confirmed that the patient did not manually enter her blood glucose result into the pump on those occasions in which the alleged issue occurred. The reporter further stated that on more than one occasion (date/times unknown), the patient became shaky 30-45 minutes after the result did not transfer over. The reporter indicated the symptom was suggestive of a low glucose. It is unknown if the patient received treatment. At the time of troubleshooting, the customer care advocate noted that the subject meter's "pump comm" feature was enabled and that the rf (wireless) meter feature on the medtronic device was turned on. The reported issue was not resolved during the call with lfs customer service. The call was transferred to medtronic for further evaluation. Based on the provided information at this time, it is unclear how the communication issue could have lead to the patient's symptoms, since it did not affect the patient's ability to test and obtain a blood glucose reading. Thus, the linkage between the reported product issue and the alleged injury by the patient remains unclear. Despite repeated attempts, the reporter could not be contacted for further information. In conclusion, this complaint is being reported because the patient allegedly developed symptoms suggestive of hypoglycemia after the alleged communication issue occurred. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.